Event description:
It was reported that right hip revision surgery was performed to hip pain and other complications. Operative notes reportedly described large cystic of 20x6cm with metallosis and muscular necrosis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head & modular sleeve were removed. The acetabular cup & stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The reported pain, elevated metal ion levels and intraoperative findings of stained tissue and trunnionosis are consistent with findings associated with metallosis. However, without the supporting histopathology findings, images or the explant for analysis it cannot be concluded that the clinical reactions are associated with a mal-performance of the implant. The patient impact beyond the hip pain and revision cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed to hip pain and other complications. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. No medical documents were received for investigation. Therefore no medical assessment can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.